Event description:
It was reported that the patient received inappropriate high voltage therapy for a supraventricular tachycardia. The implantable cardioverter defibrillator misinterpreted the supraventricular tachycardia as a ventricular tachycardia and provided therapy. The device was reprogrammed successfully. The patient was stable throughout.